Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low glucose (glum) results generated by the unicel® dxc 600 pro synchron® clinical systems for multiple patients.the results were reported out of the lab and questioned by practitioner.customer reran the samples and amended the results.unknown if treatment was initiated or withheld.

Manufacturer narrative:
After customer observed the low glum results, qc recovered low.customer contacted bci and hotline advised customer to prime the reagent straw with warm di water.customer then performed maintenance, calibration, ran precision test and the results were within lab's established ranges.service was not requested for this event.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.